Manufacturer narrative:
An event of heart block was reported. Based on the limited information received from the field, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 25mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced heart block and required a pacemaker implant.